Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that presented to the emergency room for syncope. Pacemaker interrogation revealed that the generator was at end of life. The device was explanted and replaced. There were no further adverse consequence reported.

Manufacturer narrative:
Correction: d10 - "yes" should have been selected. The pacer was received with battery voltage at end of service. A new battery was connected to perform analysis and device showed no anomalies. Electrical analysis performed, indicated normal device functionality. Field alerts of no pacing, intermittent loss of capture and low impedance are consistent with device at end of service. The implant duration exceeds the projected longevity based on field settings indicating normal battery depletion.